Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an explant procedure. The explanted ipg will not be returned by the facility.